Manufacturer narrative:
No complaint was received with return of the device. Failure (event) observed during analysis. External insulation abrasion was noted at 7.2-8.2cm from the tip electrode, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. Externalized conductors due to external insulation abrasion were noted at 6.8-9.0cm from the tip electrode, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 10.2-16.0cm from the tip electrode. The etfe coating was damaged at these locations, consistent with damage sustained during the surgical procedure. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.